Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed far r-wave over-sensing on the atrial lead, which caused inappropriate automatic mode switch episodes. Programming changes were made on (B)(6) 2021. The patient was in stable condition.